Manufacturer narrative:
EXEMPTION NUMBER E2016006. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THIS REPORT SUMMARIZES 1782 SERIOUS INJURIES. THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR MAY 2018 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN 3 VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3962482,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3986908,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4055047,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4161133,I,SI,86,Edwards SAPIEN 3,9600TFX23,3190;4172524,I,SI,217,Edwards SAPIEN 3,9600TFX29,3190;4172524,I,SI,209,Edwards SAPIEN 3,9600TFX29,3190;4194039,I,SI,128,Edwards SAPIEN 3,9600TFX23,3190;4194039,I,SI,202,Edwards SAPIEN 3,9600TFX23,3190;4207584,I,SI,324,Edwards SAPIEN 3,9600TFX23,3190;4207584,I,SI,338,Edwards SAPIEN 3,9600TFX23,3190;4220271,I,SI,87,Edwards SAPIEN 3,9600TFX26,3190;4221323,I,SI,273,Edwards SAPIEN 3,9600TFX23,3190;4232539,I,SI,373,Edwards SAPIEN 3,9600TFX23,3190;4232539,I,SI,372,Edwards SAPIEN 3,9600TFX23,3190;4371180,I,SI,299,Edwards SAPIEN 3,9600TFX29,3190;4371180,I,SI,345,Edwards SAPIEN 3,9600TFX29,3190;4374482,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4374482,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4377922,I,SI,40,Edwards SAPIEN 3,9600TFX20,3190;4377922,I,SI,296,Edwards SAPIEN 3,9600TFX20,3190;4229231,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;4518295,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4530744,I,SI,20,Edwards SAPIEN 3,9600TFX26,2993;4532365,I,SI,7,Edwards SAPIEN 3,9600TFX20,2993;4561220,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4572460,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4574660,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4575001,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;4576710,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4604233,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4621582,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;1080384,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;1184802,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;1598323,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;1668978,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;1710884,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;2482457,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2482457,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2489403,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;2591100,I,SI,13,Edwards SAPIEN 3,9600TFX26,3190;2676489,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;2825816,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;2905096,I,SI,287,Edwards SAPIEN 3,9600TFX23,3190;3206645,I,SI,33,Edwards SAPIEN 3,9600TFX29,3190;3231409,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;3507612,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3507612,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3507612,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3574276,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3574276,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;3579684,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3621184,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;3654626,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3654626,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3659762,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3665,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3779820,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3779820,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3906499,I,SI,324,Edwards SAPIEN 3,9600TFX26,3190;3908284,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;3929105,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;3962429,I,SI,103,Edwards SAPIEN 3,9600TFX26,3190;3992055,I,SI,297,Edwards SAPIEN 3,9600TFX26,3190;4026444,I,SI,174,Edwards SAPIEN 3,9600TFX26,3190;4026444,I,SI,256,Edwards SAPIEN 3,9600TFX26,3190;4050442,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4050442,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4085442,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4095729,I,SI,365,Edwards SAPIEN 3,9600TFX26,3190;4104026,I,SI,455,Edwards SAPIEN 3,9600TFX23,3190;4112065,I,SI,352,Edwards SAPIEN 3,9600TFX26,3190;4125579,I,SI,384,Edwards SAPIEN 3,9600TFX26,3190;4127083,I,SI,467,Edwards SAPIEN 3,9600TFX29,3190;4127969,I,SI,70,Edwards SAPIEN 3,9600TFX23,3190;4127969,I,SI,315,Edwards SAPIEN 3,9600TFX23,3190;4127969,I,SI,345,Edwards SAPIEN 3,9600TFX23,3190;4138651,I,SI,311,Edwards SAPIEN 3,9600TFX20,3190;4140327,I,SI,281,Edwards SAPIEN 3,9600TFX20,3190;4140327,I,SI,363,Edwards SAPIEN 3,9600TFX20,3190;4156484,I,SI,351,Edwards SAPIEN 3,9600TFX23,3190;4157411,I,SI,383,Edwards SAPIEN 3,9600TFX29,3190;4159767,I,SI,121,Edwards SAPIEN 3,9600TFX23,3190;4159767,I,SI,121,Edwards SAPIEN 3,9600TFX23,3190;4164585,I,SI,318,Edwards SAPIEN 3,9600TFX29,3190;4166296,I,SI,328,Edwards SAPIEN 3,9600TFX23,3190;4179065,I,SI,70,Edwards SAPIEN 3,9600TFX23,3190;4182702,I,SI,212,Edwards SAPIEN 3,9600TFX20,3190;4184447,I,SI,70,Edwards SAPIEN 3,9600TFX26,3190;4190867,I,SI,54,Edwards SAPIEN 3,9600TFX23,3190;4195700,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4210458,I,SI,77,Edwards SAPIEN 3,9600TFX23,3190;4212707,I,SI,128,Edwards SAPIEN 3,9600TFX29,3190;4212863,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4213430,I,SI,196,Edwards SAPIEN 3,9600TFX29,3190;4223332,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;4225490,I,SI,106,Edwards SAPIEN 3,9600TFX23,3190;4225490,I,SI,100,Edwards SAPIEN 3,9600TFX23,3190;4240939,I,SI,64,Edwards SAPIEN 3,9600TFX23,3190;4243418,I,SI,338,Edwards SAPIEN 3,9600TFX23,3190;4245761,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4249324,I,SI,76,Edwards SAPIEN 3,9600TFX23,2993;4249611,I,SI,283,Edwards SAPIEN 3,9600TFX23,3190;4249611,I,SI,281,Edwards SAPIEN 3,9600TFX23,3190;4250673,I,SI,188,Edwards SAPIEN 3,9600TFX26,3190;4251706,I,SI,200,Edwards SAPIEN 3,9600TFX23,3190;4251706,I,SI,187,Edwards SAPIEN 3,9600TFX23,3190;4251706,I,SI,243,Edwards SAPIEN 3,9600TFX23,3190;42575,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4259589,I,SI,27,Edwards SAPIEN 3,9600TFX20,3190;4259589,I,SI,146,Edwards SAPIEN 3,9600TFX20,3190;4259589,I,SI,319,Edwards SAPIEN 3,9600TFX20,3190;4259589,I,SI,288,Edwards SAPIEN 3,9600TFX20,3190;4276161,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4278365,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4278365,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4287622,I,SI,80,Edwards SAPIEN 3,9600TFX26,3190;4296849,I,SI,404,Edwards SAPIEN 3,9600TFX23,3190;4309189,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4313094,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4331785,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4351305,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4353134,I,SI,213,Edwards SAPIEN 3,9600TFX29,3190;4371195,I,SI,308,Edwards SAPIEN 3,9600TFX26,3190;4371197,I,SI,32,Edwards SAPIEN 3,9600TFX23,3190;4415029,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4417495,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4425740,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4433142,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4433142,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4433142,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4433142,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4441936,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4442817,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4447369,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4447369,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4447369,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4447472,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4447472,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4473034,I,SI,31,Edwards SAPIEN 3,9600TFX20,2993;4473034,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4491261,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4493352,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4497998,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4498533,I,SI,25,Edwards SAPIEN 3,9600TFX23,2993;4499670,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4499670,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4499939,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4501330,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4516406,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4522374,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4522374,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;4522374,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;4522637,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4522736,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;4524193,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4524193,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4524193,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4524367,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4528483,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4529270,I,SI,39,Edwards SAPIEN 3,9600TFX29,3190;4529293,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4531213,I,SI,44,Edwards SAPIEN 3,9600TFX23,3190;4533389,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4533406,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4535380,I,SI,37,Edwards SAPIEN 3,9600TFX26,3190;4536394,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4537484,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4537669,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;4538176,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4538563,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4538581,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4538581,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4552008,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4554202,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4557305,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4559602,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4559850,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4561144,I,SI,27,Edwards SAPIEN 3,9600TFX23,2993;4561177,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4561177,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4562751,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4562915,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4564062,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;4565514,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4565853,I,SI,61,Edwards SAPIEN 3,9600TFX26,3190;4565853,I,SI,71,Edwards SAPIEN 3,9600TFX26,3190;4566086,I,SI,19,Edwards SAPIEN 3,9600TFX26,3190;4566317,I,SI,42,Edwards SAPIEN 3,9600TFX23,2993;4567129,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4569042,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4569042,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4570704,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4572393,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4574907,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4574907,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4574956,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4575710,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4576455,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4576455,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4576455,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4577985,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4578846,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4580112,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4581806,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4582723,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4583442,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4583442,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4583472,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4604232,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4604232,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4605378,I,SI,45,Edwards SAPIEN 3,9600TFX26,3190;4606079,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4606773,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4608696,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;4609277,I,SI,48,Edwards SAPIEN 3,9600TFX29,3190;4609565,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4611022,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;4611176,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4611208,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4611208,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4611221,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4611658,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4611706,I,SI,49,Edwards SAPIEN 3,9600TFX26,3190;4612290,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4614203,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4614605,I,SI,65,Edwards SAPIEN 3,9600TFX23,2993;4614629,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4614928,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4615164,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4615164,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4616684,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4617092,I,SI,21,Edwards SAPIEN 3,9600TFX26,3190;4618154,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4618194,I,SI,23,Edwards SAPIEN 3,9600TFX23,3190;4618681,I,SI,34,Edwards SAPIEN 3,9600TFX26,2993;4619122,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4619380,I,SI,54,Edwards SAPIEN 3,9600TFX23,3190;4621003,I,SI,17,Edwards SAPIEN 3,9600TFX29,2993;4621217,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4621230,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4621230,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;4621389,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4621586,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4622953,I,SI,51,Edwards SAPIEN 3,9600TFX23,3190;4622953,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;4622953,I,SI,71,Edwards SAPIEN 3,9600TFX23,3190;4627777,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4628516,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4629682,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4629958,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;4630429,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4631385,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4631574,I,SI,70,Edwards SAPIEN 3,9600TFX23,3190;4633089,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4633089,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4633089,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4633121,I,SI,52,Edwards SAPIEN 3,9600TFX23,3190;4633121,I,SI,27,Edwards SAPIEN 3,9600TFX23,3190;4633775,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4633775,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4633775,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4634597,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4634597,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4634597,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4634611,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;4635561,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4635575,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4636001,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4636062,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4638032,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4638032,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4638032,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4638357,I,SI,42,Edwards SAPIEN 3,9600TFX26,3190;4638376,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4638376,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4638532,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4638803,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4640444,I,SI,39,Edwards SAPIEN 3,9600TFX20,3190;4640444,I,SI,33,Edwards SAPIEN 3,9600TFX20,3190;4640524,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4640583,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;4641116,I,SI,31,Edwards SAPIEN 3,9600TFX26,2993;4641153,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4641164,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4641186,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;4641249,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4641786,I,SI,17,Edwards SAPIEN 3,9600TFX26,2993;4642030,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4642933,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4642933,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4644585,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4644861,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4644877,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4645020,I,SI,8,Edwards SAPIEN 3,9600TFX20,3190;4645068,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4645068,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4645293,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4645293,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4645310,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4645443,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4645460,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4645460,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4645509,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4645764,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4645786,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4645943,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4645943,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4646377,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4646568,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4646583,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4646633,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4646729,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4647122,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4647154,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4647215,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4647399,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4647558,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4647561,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4647602,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4647634,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4647657,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4647890,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4648034,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;4648035,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4648035,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4648351,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4648361,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4648581,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4648592,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4648605,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4648648,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4648655,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4648677,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4648839,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4648891,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4648940,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4649020,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4649069,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4649147,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4649147,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4649621,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4649633,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4649723,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4649723,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;4649735,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4649906,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4650022,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4650022,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4650022,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4650056,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4650303,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4650329,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4650439,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4650520,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4650638,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4650668,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4650711,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4650711,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4650957,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4650957,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4651092,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4651092,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4651121,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4651128,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4651314,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4651347,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4651456,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4651463,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4651582,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4651585,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4651620,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4651656,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;4651670,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4651722,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4651735,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4651755,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4651946,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4651946,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4651984,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4652145,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4652145,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4652327,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4652354,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4652522,I,SI,56,Edwards SAPIEN 3,9600TFX23,3190;4652522,I,SI,44,Edwards SAPIEN 3,9600TFX23,3190;4652552,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4652723,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;4652966,I,SI,4,Edwards SAPIEN 3,9600TFX20,2993;4653212,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4653291,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4653392,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4653623,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4653679,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4653811,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4653855,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4653886,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4653886,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4653963,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4654042,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4654042,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4654057,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4654125,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4654127,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4654127,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4654135,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4654136,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4654145,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4654145,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4654301,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4654312,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4654345,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4654357,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4654453,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4654488,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4654545,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4654592,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4654699,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4654699,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4654699,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4654735,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4654920,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4655177,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4655196,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4655196,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4655385,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4655447,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4655454,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4655673,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4655673,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4655957,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4655995,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4656034,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4656181,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4656330,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4656490,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4656505,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4656600,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4656600,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4656651,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4656656,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4656694,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4656730,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4656736,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4656743,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4656975,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4656975,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4657023,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4657076,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4657132,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4657133,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4657448,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4657583,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4657648,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4657890,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4657890,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4658004,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4658080,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4658161,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4658223,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4658300,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4658315,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4658315,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4658677,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4658786,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4658789,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4659098,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4659098,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4659323,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4659516,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4659646,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;4659650,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4659806,I,SI,25,Edwards SAPIEN 3,9600TFX23,3190;4659866,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4660033,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4660033,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4660134,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4660268,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4660296,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4660310,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4660366,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4660491,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4660504,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;4660517,I,SI,30,Edwards SAPIEN 3,9600TFX23,2993;4660520,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4660520,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4660536,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4660566,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4660676,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4660695,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4660762,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4660886,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4661001,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4661006,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4661168,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4661296,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4661343,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4661343,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4661445,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4661445,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4661445,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4661781,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4661969,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4661986,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4661986,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4662379,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4662422,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4662422,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4662422,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4662439,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4662446,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4662456,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4662460,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4662548,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4662605,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4662686,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4662713,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4662837,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4663032,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4663050,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4663196,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4663202,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;4663377,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4663588,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4663588,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4663752,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4663829,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4663902,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4664016,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4664190,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4664220,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4664220,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4664239,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4664432,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4664475,I,SI,31,Edwards SAPIEN 3,9600TFX23,3190;4664476,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4664536,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4664557,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4664607,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4664686,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4664686,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4664703,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4664722,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4664794,I,SI,32,Edwards SAPIEN 3,9600TFX26,3190;4664920,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4664967,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4664967,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4665053,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4665063,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4665396,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4665436,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4665778,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4665844,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4666183,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4666227,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4666227,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4666227,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4666484,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4666524,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4666553,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4666582,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4666598,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4666612,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4666612,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4666661,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4666665,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4666724,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4666724,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4666885,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4666975,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;4666996,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4667047,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4667206,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4667340,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4667340,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4667379,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4667421,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4667496,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4667564,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4667756,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4667823,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;4667859,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4667869,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4667869,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4667869,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4667869,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4667990,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;4667998,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4668008,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4668020,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4668201,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4668201,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4668379,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4668398,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4668533,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4668650,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4668671,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4668784,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4668973,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4668973,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4668973,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4669077,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4669459,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4669756,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4669795,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4669822,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4669822,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;4669859,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4669963,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4669999,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4670041,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4670042,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4670042,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4670042,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4670313,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4670832,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4670832,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4670832,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4670832,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4670961,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4670965,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4671411,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4671424,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4671575,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4671751,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4671938,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4671961,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4672025,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4672342,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4672342,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4672343,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4672441,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4672501,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4672613,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4672756,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4672996,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4672996,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4672996,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4672996,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4672996,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4673113,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4673135,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4673190,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4673195,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4673238,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4673368,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4673579,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;4673662,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4673662,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4673662,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4673765,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4673779,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4673779,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4673847,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4673968,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4673968,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4674040,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4674255,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4674498,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4674637,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4674640,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4674669,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4674722,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4674739,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4674883,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4674883,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4674906,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4674991,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4675017,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4675117,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4675286,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4675493,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4675495,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4675495,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4675649,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4675724,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4675957,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4676034,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4676085,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4676093,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4676127,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4676127,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4676221,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,25,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,35,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4676444,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4676444,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4676475,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4676507,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4676731,I,SI,47,Edwards SAPIEN 3,9600TFX23,3190;4676826,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4676847,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4676965,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4677080,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4677227,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4677483,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4677522,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4677522,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;4677604,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4677604,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4677651,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4677658,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4678016,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4678039,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4678077,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4678424,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4678548,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4678825,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4678846,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4679009,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4679044,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4679094,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4679181,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4679271,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4679413,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4679535,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4679535,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4679737,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4690299,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4690324,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4690483,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4690552,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4690654,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4690654,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4690756,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4690773,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4690775,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4691083,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4691097,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4691177,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4691219,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4691360,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4691399,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4691424,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4691504,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4691508,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;4691597,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4691597,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4691597,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4691597,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4691603,I,SI,15,Edwards SAPIEN 3,9600TFX29,3190;4691686,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;4691726,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4691814,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4691814,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4691814,I,SI,6,Edwards SAPIEN 3,9600TFX20,2993;4691814,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4691814,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4691814,I,SI,6,Edwards SAPIEN 3,9600TFX20,3190;4691960,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4691984,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4691987,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4692105,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4692105,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4692126,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4692156,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4692396,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4692636,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4692717,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4692717,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4692717,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4692733,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4692746,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4692746,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4692885,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4692889,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4692922,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4692927,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4693125,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4693150,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4693193,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4693236,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4693236,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4693243,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4693382,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4693413,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4693413,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4693450,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4693523,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4693662,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4693747,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4693769,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4694060,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4694060,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4694063,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4694282,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4694288,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4694301,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4694381,I,SI,23,Edwards SAPIEN 3,9600TFX23,2993;4694441,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4694457,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4694457,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4694465,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4694640,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4694666,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4694703,I,SI,29,Edwards SAPIEN 3,9600TFX29,3190;4694753,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4694753,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4694788,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4694795,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4695232,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4695303,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4695331,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4695331,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4695331,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4695402,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4695482,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4695741,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4695782,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4695889,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4695928,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4696118,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4696155,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4696277,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4696277,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4696572,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4696692,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4696692,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4696781,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;4697091,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4697188,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4697188,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4697368,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4697430,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4697643,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4697705,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4697780,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;4698100,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4698282,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4698475,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4698533,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4698628,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4698634,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4698693,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4698693,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4698693,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4698854,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4699117,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4699269,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4699274,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4699310,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4699310,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4699310,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4699310,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4699347,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4699389,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4699408,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4699474,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4699670,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4699884,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4699980,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;4699991,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4699991,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4699991,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4700051,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4700134,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4700147,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4700276,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4700276,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4700276,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4700318,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4700392,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4700428,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4700778,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;4700839,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;4700873,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4700901,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4700934,I,SI,20,Edwards SAPIEN 3,9600TFX23,3190;4701101,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4701192,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4701380,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4701496,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4701510,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4701693,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4701709,I,SI,9,Edwards SAPIEN 3,9600TFX29,3190;4701709,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4701709,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4701769,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4701829,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4701836,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4701843,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;4701843,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;4701882,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4701906,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4701981,I,SI,18,Edwards SAPIEN 3,9600TFX29,3190;4702004,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4702128,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4702147,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4702184,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4702201,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4702211,I,SI,18,Edwards SAPIEN 3,9600TFX29,3190;4702229,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4702229,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4702229,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4702459,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4702789,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4702789,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4702912,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4702973,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4703000,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4703416,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4703820,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4703928,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4703940,I,SI,10,Edwards SAPIEN 3,9600TFX29,3190;4704034,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;4704064,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4704093,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4704126,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4704308,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4704308,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4704347,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4704437,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4704501,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4704655,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4704813,I,SI,27,Edwards SAPIEN 3,9600TFX26,2993;4704995,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4705052,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4705574,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4705640,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4705658,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4705662,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4705724,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4705753,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4705776,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4705803,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4705803,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4705803,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4705810,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4705866,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4705891,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4705957,I,SI,10,Edwards SAPIEN 3,9600TFX23,3190;4705957,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4706062,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4706072,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4706096,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4706109,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4706109,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4706264,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4706264,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4706268,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4706268,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4706268,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4706286,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;4706310,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4706328,I,SI,95,Edwards SAPIEN 3,9600TFX23,3190;4706341,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4706425,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4706431,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4706451,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4706467,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;4706636,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4706752,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4706752,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4706752,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4706848,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4707087,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4707225,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4707320,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4707323,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4707407,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4707528,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4707679,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4707714,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4707872,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4707897,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4707911,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4707915,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4707915,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4707943,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4707996,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4708341,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;4708341,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;4708341,I,SI,22,Edwards SAPIEN 3,9600TFX23,3190;4708401,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4708401,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4708585,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4708585,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4708648,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4708648,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4708671,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4708695,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4708698,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4708705,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4708729,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4708781,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4708868,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4708956,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;4709121,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4709160,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4709201,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4709295,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4709455,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4709469,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4709641,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4709653,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4709657,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4709885,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4710086,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4710096,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;4710215,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4710387,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4710401,I,SI,7,Edwards SAPIEN 3,9600TFX26,3190;4710457,I,SI,20,Edwards SAPIEN 3,9600TFX26,2993;4710688,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4710702,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4710840,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4710901,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4711004,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4711010,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4711109,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4711109,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4711304,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4711398,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4711635,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4711747,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4711747,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4711763,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4711879,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4712073,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4712077,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4712295,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4712338,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4712951,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4713036,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4713092,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4713214,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4713392,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4713446,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4714039,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4714066,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4714206,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4714237,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4714252,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4714266,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4714283,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4714283,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4714283,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4714331,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4714331,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4714331,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4714611,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4714611,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4714619,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4714619,I,SI,10,Edwards SAPIEN 3,9600TFX23,3190;4714722,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4714837,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;4714837,I,SI,9,Edwards SAPIEN 3,9600TFX29,3190;4714990,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4715026,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4715031,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4715037,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4715061,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4715131,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4715131,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4715188,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4715188,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4715188,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4715284,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4715298,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4715298,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4715471,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4715538,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4715538,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4715560,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4715560,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4715833,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4715855,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4716085,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4716086,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4716226,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4716288,I,SI,12,Edwards SAPIEN 3,9600TFX20,2993;4716467,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4716518,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4716533,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4716533,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4716568,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4716614,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4716626,I,SI,20,Edwards SAPIEN 3,9600TFX23,3190;4716629,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4716667,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4716667,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4716667,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4716706,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4716706,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4716731,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;4716731,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4717180,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4717216,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4717216,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4717437,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4717488,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4717582,I,SI,7,Edwards SAPIEN 3,9600TFX20,2993;4717755,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4717883,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4717898,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4717902,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4717957,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4718128,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4718172,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4718275,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4718357,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4718832,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4718832,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4719010,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4719010,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4719312,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4719358,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4719745,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4719757,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4719854,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4719854,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4719854,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4719952,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4719982,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4719982,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4720150,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4720150,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4720150,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4720371,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4720371,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4720441,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4720534,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4720633,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4720633,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4720669,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4720687,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4720857,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4720857,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4721051,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4721143,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4721143,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4721165,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4721189,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4721207,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4721282,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4721411,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4721584,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4722081,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4722089,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4722153,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4722153,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4722153,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4722259,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4722416,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4722753,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4723019,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4723057,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4723061,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4723061,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4723125,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4723151,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4723220,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4723303,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4723414,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4723414,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4723447,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4723641,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4723641,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4723641,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4723646,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4723778,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4723780,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4723782,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4723783,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4723783,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4723843,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4723911,I,SI,2,Edwards SAPIEN 3,9600TFX20,3190;4723978,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4724003,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4724003,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4724115,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4724247,I,SI,5,Edwards SAPIEN 3,9600TFX20,2993;4724360,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4724360,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4724380,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4724387,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4724399,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4724463,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4724463,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4724463,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;4724692,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4725233,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4725270,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4725389,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4725403,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4725403,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4725493,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4725493,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4725520,I,SI,30,Edwards SAPIEN 3,9600TFX23,3190;4725608,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4725608,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4725696,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4725835,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4726203,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4726203,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4726370,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4726370,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4726436,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4726490,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4726516,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4726714,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4726738,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4726738,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4726762,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4726790,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4726790,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4726973,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4726995,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4726995,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4727078,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4727177,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4727371,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4727602,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4727711,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4727876,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4727876,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4728073,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4728084,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4728543,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4728543,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4728646,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4728934,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4729135,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4729367,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4729471,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4729546,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4729701,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4729774,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4729811,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4729835,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4730272,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4730283,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4730283,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4730283,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4730431,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;4730434,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4730441,I,SI,11,Edwards SAPIEN 3,9600TFX29,3190;4730473,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4730520,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4730535,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4730642,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4730683,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4730954,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4731323,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4731323,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;4731335,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4731347,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4731393,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4731393,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4731394,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4731488,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4731788,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4731893,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4731925,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4732203,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4732230,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4732249,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4732389,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4732489,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4732551,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4732577,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4732586,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4732586,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4732771,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4732771,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4732808,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4732857,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4732976,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4733026,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4733243,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4733452,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4733631,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4733840,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4733942,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4733970,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4733970,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4733970,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4734073,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4734164,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4734211,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4734345,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4734449,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4734536,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;4734608,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4734729,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4734901,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4734940,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4734941,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4735073,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4735187,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4735225,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4735433,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4735506,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4735520,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4735663,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4735692,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4735705,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4735705,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4735712,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;4735749,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4736007,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4736018,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4736046,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4736100,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4736100,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4736214,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4736247,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4736302,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4736302,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4736479,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4736486,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4736486,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4736917,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4736932,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4737065,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4737122,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4737174,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4737270,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4737270,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4737271,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4737294,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4737307,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4737347,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;4737388,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4737436,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4737580,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4737605,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4737615,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4737615,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4737679,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4737742,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4737778,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4737973,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4737985,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;4737998,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4738033,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4738101,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4738138,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4738231,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4738370,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4738542,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4738664,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4738737,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4738799,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4738879,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4738991,I,SI,15,Edwards SAPIEN 3,9600TFX26,3190;4739013,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;4739050,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4739131,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4739207,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4739207,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4739207,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;4739207,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4739389,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4739657,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4739657,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4739665,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4739680,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4739765,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4739803,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4739805,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4740051,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4740185,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4740185,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4740234,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4740234,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4740244,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4740270,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4740675,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4740827,I,SI,19,Edwards SAPIEN 3,9600TFX23,2993;4740940,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4741135,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4741135,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4741154,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4741159,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4741288,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;4741288,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;4741421,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4741450,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4741458,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4741458,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4741504,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4741690,I,SI,12,Edwards SAPIEN 3,9600TFX20,2993;4742035,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4742035,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4742120,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4752212,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4752336,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4752336,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4752367,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4752419,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4752419,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4752432,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4752435,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4752435,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4752507,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4752511,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4752614,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4752648,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4752650,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4752814,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4752997,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4753036,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4753075,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4753389,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4753446,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4753448,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4753662,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4753688,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4753818,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4753850,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4753903,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4753903,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4753903,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4753922,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4753940,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4753940,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4753992,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4753992,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4754058,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4754220,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4754278,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4754341,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4754522,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4754633,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4754846,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4754863,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4754900,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4754919,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;4755079,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4755079,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4755079,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4755090,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4755146,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4755159,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4755366,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4755629,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4755673,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4755789,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4755789,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;4755870,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4756022,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;4756150,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4756526,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4756631,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4756749,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4757062,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4757102,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4757128,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4757576,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4757583,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4757687,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4757691,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4757691,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;4757813,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4757823,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4757923,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4757937,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4758200,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4758215,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4758289,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4758304,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4758336,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4758425,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4758508,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4758571,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4758626,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4758724,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4758826,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4758827,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4758827,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4758880,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4758880,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4758923,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4758923,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4758923,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;4758924,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4758928,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4758969,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4758969,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4759053,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4759083,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4759104,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4759360,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4759363,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4759474,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4759571,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4759633,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4759633,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4759641,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4759711,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4759712,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4759712,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;4759730,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4759760,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4759858,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4759887,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4759952,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4759962,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4759991,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;4760079,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4760119,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4760206,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4760297,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4760517,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4760574,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4760660,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4760660,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;4760666,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4760685,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4760693,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4760857,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4760857,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4760857,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4760994,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;4761021,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4761174,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4761282,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4761282,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4761364,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4761391,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4761447,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4761447,I,SI,32,Edwards SAPIEN 3,9600TFX20,3190;4761454,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4761671,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4761929,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4762281,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4762284,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4762413,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4762580,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4762612,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4762658,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4762939,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4762939,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4762948,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4763021,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4763038,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4763065,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4763206,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4763228,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4763228,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4763242,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4763242,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4763242,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4763242,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4763260,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4763262,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4763445,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4763486,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4763535,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4763569,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4763856,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4763982,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4764219,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4764280,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4764319,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4764432,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4764496,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4764498,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4764714,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4764813,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;4765089,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4765319,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4765371,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4765371,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4765371,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4765501,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4765608,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4765859,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4765872,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4765900,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4766075,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4766153,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4766153,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4766153,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4766169,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4766268,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4766268,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4766484,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4766594,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4766605,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4766905,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4766905,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4766954,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4766954,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4766970,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4767010,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;4767018,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4767018,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4767032,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4767032,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4767032,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4767032,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4767056,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4767107,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4767142,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4767200,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4767251,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4767343,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4767591,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4767609,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4767663,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4767679,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4767679,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4767935,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4767963,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4767969,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4768114,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4768152,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4768154,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4768415,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4768580,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4768718,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4768724,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4768758,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4768762,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;4768819,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;4769007,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4769091,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4769188,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4769192,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4769210,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4769211,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4769678,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4780292,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4780312,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4780357,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4780551,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4780570,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4780645,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4780757,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4780758,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4780903,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4780973,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4780973,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4781020,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4781092,I,SI,24,Edwards SAPIEN 3,9600TFX23,2993;4781205,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4781342,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4781411,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4791721,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4791721,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4791752,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4791757,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4791835,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4791835,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4791910,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4792034,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4792214,I,SI,17,Edwards SAPIEN 3,9600TFX29,2993;4792256,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4792340,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;4792559,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4792690,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4792845,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;4793111,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4793300,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4793402,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4793408,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4793620,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4793877,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4793963,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4794082,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4794082,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4794082,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4794118,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4794175,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4794284,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4794541,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4794564,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4794564,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4794679,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4794687,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4794712,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4794777,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4794854,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4794897,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4794897,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4794905,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4707915,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4707915,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4725520,I,SI,30,Edwards SAPIEN 3,9600TFX26,3190;3514093,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;4610585,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4633365,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4633365,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4633365,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4643767,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4650785,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4654290,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4654290,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4654679,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4657121,I,SI,29,Edwards SAPIEN 3,9600TFX29,3190;4666514,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4671493,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4691073,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4691982,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4693233,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4699089,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;4699089,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4709435,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4713429,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4713429,I,SI,27,Edwards SAPIEN 3,9600TFX29,3190;4716197,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4717712,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4717712,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4719547,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4719547,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4729161,I,SI,13,Edwards SAPIEN 3,9600TFX26,3190;4731683,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4733006,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4733680,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4736118,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4736118,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4736118,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4737206,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4737206,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4754972,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4780700,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4780713,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4780713,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4780713,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4780713,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4780713,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4791947,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4791947,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4792438,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4792700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4794709,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3896745,S,SI,271,Edwards SAPIEN 3,9600TFX26,3190;3981454,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4098529,S,SI,361,Edwards SAPIEN 3,9600TFX29,3190;4098529,S,SI,368,Edwards SAPIEN 3,9600TFX29,3190;4098529,S,SI,391,Edwards SAPIEN 3,9600TFX29,3190;4107664,S,SI,278,Edwards SAPIEN 3,9600TFX23,3190;4107664,S,SI,278,Edwards SAPIEN 3,9600TFX23,3190;4114836,S,SI,67,Edwards SAPIEN 3,9600TFX23,2993;4020145,S,SI,301,Edwards SAPIEN 3,9600TFX26,2993;4116735,S,SI,112,Edwards SAPIEN 3,9600TFX23,3190;4116735,S,SI,140,Edwards SAPIEN 3,9600TFX23,3190;4168708,S,SI,92,Edwards SAPIEN 3,9600TFX20,3190;4173583,S,SI,39,Edwards SAPIEN 3,9600TFX29,3190;4193326,S,SI,400,Edwards SAPIEN 3,9600TFX23,3190;4202488,S,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4202488,S,SI,145,Edwards SAPIEN 3,9600TFX26,3190;4228908,S,SI,268,Edwards SAPIEN 3,9600TFX23,3190;4229809,S,SI,343,Edwards SAPIEN 3,9600TFX20,3190;4251043,S,SI,255,Edwards SAPIEN 3,9600TFX29,3190;4257226,S,SI,190,Edwards SAPIEN 3,9600TFX26,3190;4346555,S,SI,297,Edwards SAPIEN 3,9600TFX26,3190;4369036,S,SI,59,Edwards SAPIEN 3,9600TFX23,3190;4371120,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4429739,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4471133,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4477052,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3257000,S,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3704854,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4487299,S,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4490524,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4502685,S,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4520186,S,SI,12,Edwards SAPIEN 3,9600TFX29,3190;4522688,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4522688,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4523271,S,SI,7,Edwards SAPIEN 3,9600TFX23,2993;4554349,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4559919,S,SI,44,Edwards SAPIEN 3,9600TFX23,3190;4561226,S,SI,30,Edwards SAPIEN 3,9600TFX26,2993;4564411,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4566860,S,SI,15,Edwards SAPIEN 3,9600TFX29,2993;4579534,S,SI,22,Edwards SAPIEN 3,9600TFX29,2993;4580519,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4605871,S,SI,7,Edwards SAPIEN 3,9600TFX20,3190;4610057,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4612739,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4614971,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4616086,S,SI,8,Edwards SAPIEN 3,9600TFX20,2993;4619931,S,SI,22,Edwards SAPIEN 3,9600TFX23,2993;4620304,S,SI,8,Edwards SAPIEN 3,9600TFX20,3190;4636840,S,SI,15,Edwards SAPIEN 3,9600TFX26,2993